Manufacturer narrative:
A medtronic representative visited the site and completed a system checkout. Testing revealed that the x-ray subsystem was not ready. The medtronic representative replaced the power conversion assy as it was not delivering 400vdc and verified operations and all tests passed. The enclosure charger was returned unused. The power conversion assy was returned for analysis. Testing revealed that the enclosure power conversion failed bench test. Transistor q30 was found shorted. Analysis revealed that the problem is an electrical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the pendant states "initializing, please wait". The umbilical cable was disconnected and the system was rebooted. The system got passed the initializing please wait message, but there was a red x on the radiation box on the pendant and states it's disabled. The medtronic representative turned the e-stop on and then off and then the system stated "initializing, please wait". There was no patient present when this issue was identified.